Event description:
It was reported that the patient's right knee was revised. After getting a flu shot, patient felt unwell and an ache developed in his knee shortly after. During revision an infection was confirmed and a poly swap with washout was performed.